Event description:
It was reported that during a ptca/stent procedure of the lad, when the stent was being deployed, an air emboli was noted and the patient had an infarction. The stent was only partially deployed when the stent delivery system (sds) was removed from the patient. The stent was successfully post-dilated with a balloon catheter. It appears that the sds was leaking air near the guide wire entrance. The sds had prepped fine outside of the body. There was no adverse effect to the patient.